Event description:
Additional information received reported the lump was noted on (B)(6) 2014. The (B)(6) 2014 revision replaced the pump segment and connector. On (B)(6) 2014, the lump returned. A "pump program" was performed and showed no leak at this time. An exploration/revision was planned. On (B)(6) 2014, the full catheter was replaced. There was no leak noted at this time but, was replaced as a precaution. The patient was doing well and receiving effective pain control. No other issues were noted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, product type catheter; product ID neu_unknown_cath, product type catheter; product ID 8781, lot # 0207143559, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0207143559, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter (lot #0207143559) found no significant anomaly. The sc (sutureless) connector had a tear in the seal near the guide ring. (B)(4)

Event description:
It was reported the patient had sub-optimal pain control despite dose increases. There was a "quarter-sized" lump at the incision site on the patient's mid back since (B)(6) 2014. The lump was "very painful". Reprogramming was performed on (B)(6) 2014 and it "showed leak in pump segment". A revision surgery was performed on (B)(6) 2014. The pump segment showed two leaks; one near the pump and one near connector end. "Some" of the segment was replaced. The action taken was listed as "invasive intervention". The pump was used to deliver morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.